Event description:
A customer contacted baxter's technical service center to report a patient expiration and request pick up of the peritoneal dialysis supplies. The caregiver indicated the patient had expired last week (date unknown). On (B)(6) 2010 during a follow up call, the facility nurse indicated the patient was hospitalized on (B)(6) 2010 due to the complaint of syncope. Reportedly, the patient decompensated, was intubated and the family later chose to withdraw life support. The patient expired on (B)(6) 2010. Cause of death is unknown. An autopsy was not performed. The nurse indicated there was no relation to the peritoneal dialysis therapy, homechoice device, or any baxter solutions and the patient expiration. No other information is available regarding this event.

Manufacturer narrative:
(B)(4). The device was requested to be returned for evaluation. Should the device be received and evaluated a follow up report will be submitted.

Manufacturer narrative:
(B)(4). The device passed the homechoice rite (return instrument test and evaluation), functional and electrical tests and was functioning within specification. The pal (product analysis lab) performed an internal inspection and found a loose cover emi gasket. A review of the device logs revealed the logs were incomplete. The logs were then downloaded successfully. Review of the logs revealed no anomalies and no instances of iipv (increased intra-peritoneal volume). The logs did indicate a se 2 (interprocessor communication error) occurred during initial log download. No device failure or malfunction was identified that could have caused or contributed to the reported incident. The loose cover emi gasket was due to physical damage. Se 2 was not duplicated during rite testing or device evaluation. The assignable cause for se 2 was undetermined. The incomplete log download occurred as a result of the se 2. A review of the device's service history record was performed and no issues were identified that may have contributed to the patient death. The root cause of this incident cannot be identified upon completion of baxter's investigation.